Event description:
It was reported that a right atrial (ra) lead exhibited undersensing. P waves were noted to be low. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.